Manufacturer narrative:
(B)(4). This complaint for use error was not confirmed. The root cause of the complaint is use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
On (B)(6) 2011, the home patient (hp) contacted baxter for assistance in re-priming the patient line. The hp reported that they had pulled the cap off of the patient line while the line was priming. The hp stated that they would start the prime again with new supplies. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse(pdrn) regarding the incident of user error on (B)(6) 2011. The pdrn stated that the hp had not called the clinic to report the incident, but that the hp had required no intervention due to the occurrence.